Event description:
It was reported that when the patient went near or through the bank vault at work they felt the stimulator vibrating. The issue had occurred the last two business days. The security system on the vault was a 900 mhz system and the opening mechanism had four big magnet rods. A week later, the patient experienced a warm feeling at the pocket site. The vault was now turning the patient¿s implant off. The patient also experienced a vibration and surging in the body. Therapy was providing benefit while the implant was on. No error codes were observed, no open circuits, and the battery was fine. It was determined that the device was not permanently affected by emi. The patient¿s issue was ongoing. The healthcare provider reviewed with the patient that the only available solutions were to avoid exposure to the affected area or explant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0k32w, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient&#38112;implant shut off when they entered the bank vault and in other areas it would give the patient a shock. It was noted that the patient got symptoms of vibrating implantable neurostimulator (ins) at their pocket site. The patient also had a heating up sensation at the pocket site and their ins was turning off in their work environment at a bank branch. The patient experienced vibrating of their ins at their desk. The patient was concerned that a large computer that was a floor below her was causing the issues with their implantable device. The patient said that the magnetic field when they were near the bank vault with a security area caused their ins to shut off. The patient had confirmed their ins had shut off by using their programmer. The patient also felt the heating of the ins in the pocket when they were around the bank vault area as well. It was noted that the patient did not have these symptoms outside of their work environment. It was also stated that the patient did not have any other medical conditions or complaints that were related to these symptoms. Also, these symptoms were not positional in nature according to the patient. It was stated that the patient was going to be assigned to a different area or branch of the bank to try to address the issues. It was later reported that the patient couldn't work because their implant was being interrupted by mega hertz of the equipment they worked with at a bank. The patient worked with 800-900 mega hz, computer service, vaults, etc. At the bank.

Event description:
After further review, it was reported that the patient feels uncomfortable vibration in the area of the implant when the patient went back to work. It was noted if the patient turns the implant down or off, her symptoms would return. It was later noted when the patient was seen by healthcare provider on (B)(6) 2014, impedance and battery checked was with in normal limits. It was reported the caller works at bank branch where the patient works. The patient was getting "interference" with her neurostimulator system when she was in her work environment, which was a bank branch. The patient noticed getting pain with her stimulation, but caller doesn't know where the patient was feeling pain. The patient was only getting the pain while in her work environment, particularly when around the computer servers and near the bank vault. There was security around some of these areas, but there weren't any specific scanning equipment in these areas. The pain started when the patient came back to work after having implant ((B)(6) 2014). The patient only worked until (B)(6) due to the pain she had in her work environment.

Manufacturer narrative:
(B)(4).